Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she was experiencing difficulty with infusion sets and had high blood glucose levels as a result. Customer reported having blood glucose levels from 300 to 400 mg/dl. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 179 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.